Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient with this neurostimulator was experiencing a lack of relief and bilateral tailbone pain/pressure. This is related to an ongoing nerve issue that began before the implant but has worsened since. The patient believes the device is a contributing factor. The pain radiates up the back and numbness down towards the right knee. Additionally, the patient cannot walk, sit, or stand. The pain medication no longer helps as much. The patient turned off the device. No further information is available.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that a patient with this neurostimulator was experiencing a lack of relief and bilateral tailbone pain/pressure. This is related to an ongoing nerve issue that began before the implant but has worsened since. The patient believes the device is a contributing factor. The pain radiates up the back and numbness down towards the right knee. Additionally, the patient cannot walk, sit, or stand. The pain medication no longer helps as much. The patient turned off the device. The patient expressed interest in explanting their device due to it aggravating their nerves, but explant has not yet been scheduled. The patient later noted that they were unable to use their device due to pre-existing spinal pain. After turning off their stimulation months prior, their spinal symptoms persisted and their bladder symptoms worsened. The stimulation will remain off. The patient stated that the ins simply being in their body was aggravating their nerves. The issue is ongoing.